Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed but needed to be recaptured. After the device was fully recaptured, damage was noted on the protective soft tip of the was. No patient complications were reported.